Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a hospitalized patient with hypercoagulability and multiple fractures status post motor vehicle collision had a vena cava filter deployed. Approximately eight months post filter deployment, the patient presented for a filter retrieval procedure. The filter was to be seen below the renal veins; however, the hook of the filter was embedded in the wall of the inferior vena cava, which precluded filter removal. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was not removed during a percutaneous removal procedure. There were no reported impacts or consequences to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a hospitalized patient with hypercoagulability and multiple fractures status post motor vehicle collision had a vena cava filter deployed. Approximately eight months post filter deployment, the patient presented for a filter retrieval procedure. The filter was to be seen below the renal veins; however, the hook of the filter was embedded in the wall of the inferior vena cava, which precluded filter removal. Investigation summary: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. The filter was successfully deployed in a patient post motor vehicle collision. Multiple x-rays in anterior-posterior view were noted to show good positioning. Approximately eight months post filter deployment, a filter retrieval attempt was made. However, it was found that the hook of the filter was embedded in the wall of the inferior vena cava, which precluded the filter removal. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter. However, the investigation is unconfirmed for the alleged retrieval difficulties as there was no retrieval attempt made. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt, filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was not removed during a percutaneous removal procedure. There were no reported impacts or consequences to the patient.